Event description:
It was reported to bsc that a male underwent a therapeutic ureteroscopy with laser lithotrispy in 2007. The event description provided, indicated "during the procedure, the basket was introduced and md got (the) stone in the basket. Basket was used in conjunction with laser lithotripsy and laser portion was over. Md cut the wire distally to the pt (he cut the wire portion outside the scope that left no control with handle to the basket)." The segura stone retrieval basket and stone were removed the next day, during surgery. The pt is reported as doing well and is 'fine'. No residual adverse effect reported. Duration of prolonged hospital stay is unk. There is no further info available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, we are not able to determine the relationship between this device and the cause for this event. In addition, the february 2007 15-month complaint trend report for all segura hemi basket family failure modes was reviewed; no adverse trend was noted. No data points exceed the bsc action limit.